Event description:
The customer called and reported she was having issues with the transmitter connecting and had blood glucose of 410 mg/dl. Customer stated she treated with a shot. The transmitter was not blinking when connecting with the sensor. It was advised the transmitter may not have been working. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The minilink transmitter was received with foreign material inside the connector however, the transmitter passed functional testing. No led anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2015-73909 regarding this event.